Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of the hub, hypotube and proximal shaft of a nc emerge balloon catheter. There is blood in the lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The shaft is torn/separated 6mm from the exit notch. The exit notch is damaged and 6mm of the shaft is longitudinally torn which is constant with damage seen with the use of a guidewire. The fractured/separated end of the shaft is stretched and jagged which indicates the shaft separation was due to tensile forces. The distal shaft, balloon and tip have been torn off/separated and were not returned for analysis. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage or event. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that shaft kink occurred. The target lesion was located in a coronary artery. A 3.50mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, it was noted that the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detached.